Manufacturer narrative:
Plant investigation: the acid/bicarb pump was received with a broken outlet nozzle and signs of thermal damage (cosmetic damage) on the cable. There are no other discrepancies found on the pump. The broken nozzle was replaced for testing. No problems during the initial power up. The pump was able to pull in and deliver out fluid during the rinse program. The pump was able to pull in and deliver out fluid (concentrate) during dialysis. Conductivity was stable at 14.1 ms/cm with no conductivity alarms occurring. A continuity check on the cable is satisfactory. The cable did not affect the functionality of the pump. Internal inspection on the pump found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a conductivity low alarm/message occurred during dialysis (setup) mode. Customer discovered the concentrate pump stopped pulling fluid (there were no air locks occurring in the pump). There was no patient involvement or adverse event reported. The cycler was returned to the manufacturer. Upon physical evaluation of the acid/bicarb pump by the manufacturer, it was identified that thermal damage (cosmetic damage) was observed on the cable.